Event description:
After md inserted tetra 2.5, 13mm intracoronary stent in position in circumflex coronary artery where the lesion was. Attempted to inflate balloon to 12 atms. After 4 atms, pressure would not hold to inflate. Md notified. Blood noted in catheter immediately. Stent catheter withdrawn with stent intact. Leak noted approximately 23 cms from end of catheter. Pt cardiac arrested. CPR was initiated went into ventricular fibrillation. Was defibrillated at 200 joules once with success. Started on drips, neosynephrine, lidocaine, heparin, etc.